Event description:
It was reported that the wrong tube was inserted into the patient. A pediatric plus tube was inserted instead of a pediatric standard tube. A trach change was done back to the correct size. The customer added that it is difficult to tell the difference between the neonatal standard and the neonatal plus trachs. No further complications were reported in relation to this event.